Event description:
Ophthalmologist reported that the legacy 20,000 machine was not functioning properly. On initial examination by biomedical dept it was discovered that the software in the machine was not functioning. The technician was not able to check the function of the machine because the software would not load. MFR was notified. Biomed was informed by MFR that the system could not be loaded without a software upgrade. On 12/3/98 MFR tech installed a new software kit, and verified all system functions, per MFR specs. The MFR cassette presumed to be used at the time of the incident was returned to MFR consumer affairs on 12/2/98 for evaluation.